Manufacturer narrative:
Date of event; corrected data: the previously submitted MDR inadvertently provided an incorrect event date. Event description; corrected data: the previously submitted MDR inadvertently provided an incorrect event description. Relevant tests/laboratory data, including dates; corrected data: the previously submitted MDR inadvertently provided incorrect data, including dates.

Event description:
It was reported that a vns patient had an increase in seizures since the last vns settings were adjusted. The increase in seizures was above pre-vns baseline level. Further information was received indicating that the patient was suffering encephalopathy with multifocal seizures. It was reported that before the increase in seizures, the patient could stay up to 10 days without seizures. However, during that period, the patient was having an adverse event: voice alteration. In order to reduce that, it was decided on (B)(6) 2015 to change the vns settings. Those settings were modified on (B)(6) 2015, moving from 30sec on time / 1.8min off time (duty cycle of 25%) to 14sec on time / 1.8min off time (duty cycle of 15%). This resulted later in an increase in seizures. The impedance value was at 1750 ohms and end of service no. The patient was seen in clinic on (B)(6) 2016 and the device settings were programmed back to the initial settings (increasing the duty cycle). Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. Additional information was received indicating that the patient was seen again in clinic, on (B)(6) 2016, and he reported that his seizures have improved: now he could stay up to 10 days without seizures. The physician decided to not change the device settings again. No further information was provided to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient had an increase in seizures since the last vns settings were adjusted. The increase in seizures was above pre-vns baseline level. Further information was received indicating that the patient was suffering encephalopathy with multifocal seizures. It was reported that before the increase in seizures, the patient could stay up to 10 days without seizures. However, during that period, the patient was having an adverse event: voice alteration. In order to reduce that, it was decided on (B)(6) 2015 to modify the vns settings, moving from 30sec on time / 1.8min off time (duty cycle of 25%) to 7sec on time / 1.1min off time (duty cycle of 15%). This resulted later in an increase in seizures. The impedance value was at 1750 ohms and end of service no. The patient was seen again in clinic on (B)(6) 2016 and the device settings were programmed back to the initial settings (increasing the duty cycle). It was reported that the patient will be seen again in clinic, in (B)(6) 2016 for a follow-up. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. No additional relevant information has been received to date.